Event description:
A 59 year old female with acute myocardial infarction and cardiogenic shock, in a pre support clinical state consistent with scai shock stage a, was supported with an impella cp device placed percutaneously via the right femoral artery on (B)(6) 2026, at 12:45 am. After transfer to the ICU, the patient experienced oozing from around the impella sheath access site. At the time of the event, the patient had an act >301 seconds and was receiving the antiplatelet agent cangrelor at a concentration of 4 mg/kg. The patient was also reported to be restless on the procedure table, which may have contributed to the bleeding episode. Hemoglobin decreased from 14.3 g/dl pre event to 11.4 g/dl, and two units of prbcs were administered to treat hypotension secondary to access-site bleeding. Manual pressure and 4×4 gauze were used to achieve hemostasis, and forward suturing had been utilized. The access site may have been attributed to the patient¿s restless/movement and anti-coagulant therapies. The device remained in place until explant on (B)(6) 2026 at 12:54 pm. The patient survived, was successfully weaned from impella support, and the pump and introducer were indicated for return.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Manufacturer narrative:
Minor bleed/asae: the cause of the access site adverse event was not determined due to insufficient clinical details. Hypotension/anemia: the cause of the injury was not determined due to insufficient clinical details.